Event description:
It was further reported that a remote device check was performed that showed subsequently, the patient received inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response that was detected as vt. The patient reported tachycardia and chest pain were not believed to be related to a product performance issue. No action/intervention performed since the patient is in hospice care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implant date:(B)(6) 2022, 4194 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain and tachycardia. The right atrial (ra) lead exhibited undersensing that triggered false termination of atrial tachycardia/atrial fibrillation (at/af) episodes at times. The cardiac resynchronization therapy defibrillator (crt-d) misclassified atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt). The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.